Event description:
It was reported that when using the bd pyxis¿ es server, the medication orders had a delay when crossing to pyxis. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the device involved in the incident, it was determined that orders crossing from epic to pyxis had a significant delay. A technical support specialist dialed into the server, ran the server downtime query, and checked and verified that communication between carefusion coordination engine and the es server was up and running properly, with no disconnected flags found. Logged into the health sight viewer and observed a pharmacy order delayed/down notice. The customer was advised to check with epic/adt. It was confirmed that no further assistance was needed from bd¿s end. The customer informed that there were no delay notices and granted permission to close the case. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server, the medication orders had a delay when crossing to pyxis. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.